Event description:
It was reported that during an unknown procedure, the max button would not work. No patient consequences.

Manufacturer narrative:
Evaluation summary. The analysis results found that the device was returned in good physical condition. The device was tested with a generator and was functional. There were no anomalies noted with the functionality of the device. No anomalies were noted with the hand activation assembly buttons, they worked as expected. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.